Event description:
An IV was started in the left wrist of a post-op pt with good return. The IV tubing was unable to be inserted into the #20 angiocath. The IV tubing would not sit completely into the hub of the angiocath. The #18 and #22 gauge worked without problem. This was the second occurrence this week with the #20 from the same lot #. The pt required a second stick for IV insertion. The MFR was notified and came to the hosp to pick up the angiocath for testing. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.